Event description:
On (B)(6) 2008, the pt sustained a closed fracture of his right femur. This was treated with an open intramedullary fixation with a 13mm x 44mm moclula nail. On (B)(6) 2010 the surgeon advised the risk manager that he brought his pt to the operating room on (B)(6) 2009, for planned removal of hardware as it was felt at that time that he was having leg discomfort due to hardware. At the time of surgery, it was obvious that the nail was actually broken and he had a nonunion of his femur, which were the 2 causes of his symptoms. He underwent a complicated but successful open extrication of a broken femoral nail and then repair of his nonunion with the introduction of a new femoral nail. There were two fractures in the nail corresponding to the area where the nail was its thinnest where the sleeve device was inserted. It appears that the mode of failure was metal fatigue, but this will be determined by metallurgy evaluation.